Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # 146d57. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the anvil was inserted and removed without difficulty and the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device batch number 146d57, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Reversal. Why was the diverting ileostomy performed? Precautionary for healing did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Rnfa student under direct guidance of surgeon mentor who fired the device? Rnfa student under direct guidance of surgeon mentor. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two. Were there any issues noted with staple formation? If so, please describe the shape and location. No. What is the current status of the patient? Discharged home. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the anvil on the eea prematurely dislodge after it had fired successfully and had to be removed through a separate colotomy. The surgeon was concerned over the integrity of anastomosis despite passing leak test we did a diverting ileostomy. A diverting ileostomy as additional procedure and removed the anvil through colotomy was done to complete the procedure and also as precaution for possible leaks. The procedures done at the same time were colostomy takedown, diverting ileostomy, low anterior anastomosis.